Event description:
Caller reported an issue with incorrect time settings on the pump. No adverse impact to the customer's blood glucose level was observed, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring in case the discrepancy reoccurs, with caller understanding and acknowledging the instructions.